Event description:
Programming/telemetry difficulty, no output, device reset ram to all zeros. Programming/telemetry difficulty, no output, device reset ram to all zeros. Pt did not receive any known external shocks, diathermy, etc. Cust wants to know why ipg "blew out."